Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. The distributor received the pump for investigation and was unable to duplicate the error.